Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the unspecified bd intima ii catheter experienced catheter kinking/bent during infusion. The following information was provided by the initial reporter: on (B)(6) 2020, when the nurse injected the patient with an indwelling needle, she found that the catheter tube folded when the steel needle was withdrawn, so the nurse immediately pulled out the indwelling needle and replaced the indwelling needle.